Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number c1641473 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 21 february 2020. On evaluation of the device, kinks were observed on the 02nd and 05th portholes on the tapered end of the stent. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1641473 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1641473. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ it should also be noted that the product label instructs the user that a 0.035¿ wire guide should be used with the stent. There is evidence to suggest the user did not follow the product label. Image review ¿ n/a. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025. As per additional information received the user used a 0.025" wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user straightened the complained zebd-7-7 with the straightener and attempted to advance the stent over the wire(olympus's visiglide 0.025" angled tip) but the wire did not pass through the pig tail part. Another zebd-7-7 was used instead.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user straightened the complained zebd-7-7 with the straightener and attempted to advance the stent over the wire(olympus's visiglide 0.025" angled tip) but the wire did not pass through the pig tail part. Another zebd-7-7 was used instead.